Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the valve assembly and reagent syringe to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high sodium (na) patient results for four (4) patients on their dxc 700 au chemistry analyzer. The patient samples were repeated on another system with lower results. Although original high results were reported out of the laboratory, they were later amended. There was no report change to treatment, injury, or death associated with this event. Quality control (qc) was within their established range before the event. The customer provided data for four (4) patient samples.